Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to user related (over aspirated or incorrect syringe or collapse lumen or sac close eye or valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the foley catheter balloon did not leak and the customer cut off the balloon. Per follow up with ibc via email on 30jun2021 it was stated that the balloon having an issue to deflate and that was the reason why they have to cut it off.